Event description:
Foley came out of urethra with the balloon deflated - rn re-inflated balloon to see if there was a hole- the saline was leaking out from the top of the foley where the part would be in the patient's bladder. Patient required a new foley.